Event description:
It was reported that one day post implant, there was no atrial sensing. A new atrial lead was placed, but the loss of sensing persisted, so the pulse generator was replaced.

Manufacturer narrative:
Na